Event description:
Per the reporter, the autopulse platform (sn (B)(6) failed during the patient call. After the call, the platform was tested and displayed a user advisory 12 (lifeband not present). No further information was provided. The patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed. B3, the date of the event is unknown.